Event description:
While treating a pt with tortuous vessels, the physician attempted to push the penumbra sys separator flex 032 through the reperfusion catheter and felt resistance. The physician felt the separator "buckle" inside of the catheter. The physician continued to try to push, and noticed upon withdrawal of the device that it had fractured at the proximal end of the wire. After removing the rhv, the separator was out enough to retrieve with hemostats. The physician attempted to use a penumbra sys separator 032 and had friction, so he withdrew the device. The physician then put an 014 wire through the catheter and aspirated. The physician does not believe he opened the vessel. He did not check the reperfusion catheter for bends or ovalization. The physician cannot remember the date of the procedure.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined.